Event description:
Information received via complaint form indicates that the balloon was not able to drain the slight amount of residual fluid (non deflation) in the foley balloon (about 2cc's).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. An investigation was performed based on the returned sample provided by customer. An analysis on the sample provided reveals that the product did not perform to our requirement. Related personnel will be informed and appropriate corrective action will taken to prevent further recurrences of similar type of defect. No additional information is expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.